Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4). No analysis to be performed until authorized by legal department.

Manufacturer narrative:
(B)(4).

Event description:
Attorney alleges the patient passed away and the medical examiner's office was sending the pump in for analysis. The date of death was reported as (B)(6) 2013, drug delivered via the device was morphine. Per the reporter, the cause of death was unknown and they were waiting on toxicology and autopsy reports. However, "a potential product liability arising out of an overdose of morphine from implanted pain pump" was stated. It was later reported that the device was explanted two days after patient's death. It was further indicated that the wanted to rule out medication overdose.

Manufacturer narrative:
Returned for analysis were the pump and two catheter segments. However, a limited testing was permitted by the legal department. Analysis of the pump revealed no anomaly; normal device function. Catheter analysis: the first segment was still attached to the outlet of the pump. The second segment was loose inside of the bag that the devices were returned in. Patency was checked with the catheter still attached. No leaking was found between the sc and pump connector. An indent in seal at the sc connector was observed and per analysis was occluded; however there was no allegation of an catheter occlusion.

Event description:
Per the attorney, on or about (B)(6) 2013, the patient had an appointment with her treating pain management physician. The purpose of the visit was to analyze, refill and program the infusion pump. During the procedure, 2.9 ml of morphine (5 mg/ml) was removed from the pump and 20 ml of morphine (5mg/ml) was injected into the pump. The dose was increased from 2.7495 to 2.9979. The procedure was performed at approximately 4:30pm. The patient left the office following the procedure and the patient¿s husband noticed that she was quite drowsy. When the patient got home, she decided to go to bed early because of her drowsiness. The following morning, the patient awoke early complaining of dizziness and other associated symptoms. The patient¿s husband gave the patient a heating pad and some blankets and went to run errands. When he returned, the patient was unresponsive in bed. She was pronounced dead that day. An autopsy was performed and showed remarkably high levels of morphine in the patient¿s system. The pump had malfunctioned sending a huge amount of morphine into the patient¿s system. At the time of her autopsy, her heart blood contained morphine at a level at least 35 times the known fatality level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.